Manufacturer narrative:
The customer reported of communication loss issue house wide. The whole intensive care unit (ICU) department experienced communication loss. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of communication loss issue house wide. The whole intensive care unit (ICU) department experienced communication loss. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported comm loss throughout the whole intensive care unit (ICU). No patient harm was reported. Investigation summary: the facility's it department restarted the enterprise gateway (eg). The unified gateway was set to auto delay at start. Facility it requested regularly scheduled pms on the eg. The root cause is determined to be the facility's network environment. The most likely cause of the comm loss issue is due to an ungraceful exit of eg.

Event description:
The customer reported of communication loss issue house wide. The whole intensive care unit (ICU) department experienced communication loss. No patient harm was reported.